Event description:
On (B)(6), 2013, it was reported that the patient was scheduled for a vns surgery to reposition the left infraclavicular generator. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.